Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and a log review which confirmed the reported issue. The wiring harness and the anesthesia control board (acb) were replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.